Event description:
Related manufacturer reference number: 3006705815-2022-15268. It was reported that during an implant procedure on (B)(6) 2022 the patient experienced a csf leak. As a result the procedure was abandoned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.